Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 - component code is being corrected to "3092 - nozzle, 3194 - adhesive and 772 - cover". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material could not be identified. It is likely that the foreign material in the nozzle, plastic distal end cover, and adhesive of the bending section cover could not be removed because reprocessing was not conducted properly due to leakage from the biopsy channel. However, the root cause of the material that remained in the device could not be identified. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, found the gastrointestinal videoscope¿s adhesive around objective lens and light guide (lg) lens, plastic distal end cover (c-cover), and the nozzle had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.